Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/20/2018, electrode belt: 4/24/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received two treatments from the lifevest. At 10:19:24 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 180 bpm, the post- shock rhythm was a paced rhythm at 120 bpm with motion artifact and pvc's. At 10:26:27 am, the patient was externally defibrillated. The patient's rhythm at the time of the external treatment was vt at 230 bpm for approximately 21.6 seconds. The post-shock rhythm was a paced rhythm at 90-120 bpm with non-sustained ventricular tachycardia (nsvt). At 10:27:31 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was a paced rhythm at 120 pm with motion artifact, amplitude oversensing, pvc's and multiple counting. The post-shock rhythm was sinus rhythm at 95 bpm with pvcs and motion artifact. Nsvt, amplitude oversensing and multiple counting contributed to the false detection. The response buttons were not pressed during the event. No additional information surrounding the patient's passing is available.